Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was prescribed keflex on (B)(6) 2013 (dosage and duration not reported), to treat infection at implant site. The implanted device remains.